Event description:
It was reported that when beginning a prostate procedure; the fiber card would not permit the fiber to function (0 joules used). The procedure was completed using a second fiber. Patient outcome: "no patient injury reported."

Manufacturer narrative:
The component codes fiber and cap refer to the result code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Both caps remain attached. The identified issue may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.